Event description:
It was reported that a user experienced hypoglycemia while using an ilet insulin pump, stating the pump delivered approximately 8 units of insulin over 25 minutes when the glucose reading was about 200 mg/dl, and that a similar event occurred previously; the user subsequently removed and powered off the pump and switched to another pump. Symptoms included low blood glucose resulting in severe hypoglycemia requiring emergent treatment with glucagon. Outcomes included temporary impairment that necessitated acute intervention but no hospitalization. Investigation included review of available uploaded data and internal medical affairs escalation. Investigation of this case revealed that the cause of the hypoglycemic event was unclear and no device alarms or alerts were reported. It was concluded that the event involved hypoglycemia with cause not determined; user education or troubleshooting had not yet been performed at the time of reporting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.